Manufacturer narrative:
The correction is for date rec¿d by MFR date, the correct date rec¿d by MFR date for the initial report is: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Damaged front-panel controls was replaced. Keyboard pcb replaced. Keypad faulty: replaced. Defective connecting cable replaced. Motor defective: replaced. Defective o-rings replaced. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. This complaint can be confirmed. A batch record review has not been conducted for device because it was manufactured by (B)(4). This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. Fluid ingress into the motor compartment of the hand piece is the probable root cause of this failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. Further, a review into the depuy synthes mitek complaints system revealed two other dis-similar complaints for the serial number of this device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4). Description of failure: reboot when shaver is activated and stop. Should be investigated together with fms pump 284002, sn (B)(4). Device error message: no other information available. Indication: when was the problem discovered? Pre-operatively surgical delay/ no patient harm indicated.